Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device showed the luer cap was loose. The barcode was only on the outer box and not on the device. There was no other barcode with 4 digits shorter for analysis. The reason for return was confirmed for a loose component. Correction b5: it was reported that foreign material (fm) was found in the packaging of the dlp pediatric one-piece arterial cannulae prior to use. The cannulae were inspected by a government entity. The devices were not used or replaced. There was no patient involved. Additional information b5: medtronic received additional information that the sterile barriers were still sealed when fm was identified. Correction h6.3 (eval code result (fdr/annex c)): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device shows the luer cap is loose. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of dlp pediatric one-piece arterial cannulae, the cannulae caps were separated upon arrival. It was queried whether it was safe to use it in this condition. The barcode of the newly arrived product also seemed to be four digits longer than the previous one. The products were determined to be unusable. There was no patient involved. Medtronic received additional information that the issue was observed, when the customer inspected the goods after receiving them. There was no damaged observed to the caps.

Manufacturer narrative:
Correction d4: unique identifier (UDI) # updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.